Event description:
It was reported that the patient presented to the hospital. A chest x-ray revealed the left ventricular lead was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.